Manufacturer narrative:
Zoll medical corporation evaluated the internal handles and the customer's report was not replicated or confirmed. The internal handles were put through extensive testing including full functional testing and shock testing at multiple joule settings without duplicating the report. The internal handles were scrapped. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the associated device failed to discharge using these internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.